Event description:
It was reported the device was difficult to detach and movement/shift occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. It was noted that the doctor and scrub tech had to "break the seal" multiple times before "back flushing" was noted. The device was completely de-aired and inserted via the was sheath. Initial deployment of the device was deep with a gap posteriorly. The device was partially recaptured and redeployed three times until proper position and seal was obtained. The device was interrogated and pass criteria was met. During release of the device, the physician noted that it took more than 3-5 counterclock turns before the device was released. Also, the device turned and fell posteriorly in the laa after release. Position, size, and seal were then re-assessed. The device was still positioned at the ostium with a minimal shoulder on the mitral side because of the canted position. Compression was still around 20% and zero leak was noted on all 4 views. The device remains implanted.